Manufacturer narrative:
Event date has been updated to reflect information within the device service work order.

Event description:
It was reported the tempus ls screen is scrambled.

Manufacturer narrative:
Upon completion of the part analysis by the manufacturer, it was concluded the damage is consistent with user error.